Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore no technical investigation on the subject could be performed. As the lot number of the orsiro concerned could not be identified by the hospital, the production documentation of the last three orsiro 2.5/30 that were delivered to this hospital prior to the reported event date was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. A dislodged stent can be seen at the distal end of the guiding catheter, but the actual complaint event is not visible. Review of the production documentation verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was chosen to treat a severely calcified lesion (70 percent stenosis degree). After "rotablation" and pre-dilatation it was attempted to position the orsiro but the stent dislodged from the balloon. Thus the stent was removed from the patients body.